Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to spec, opening curved on anterior and white particles in the shell. A visual and microscopic analysis was performed which identified, two striated openings on anterior. Based on the device analysis, the final assessment is: two striated openings on anterior assessed, as surgical damage.

Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade unknown. The device has been explanted.